Manufacturer narrative:
Section d6a-date of implant was updated "(B)(6) 2021" as we only received the information that it was implanted in 2021, no actual date was available.

Event description:
It was reported that the patient presented in the clinic for follow-up. Upon device interrogation, the pacemaker was found to be in a backup vvi mode. Programming changes were made and the pacemaker was reverted back to normal operating mode. The patient was in a stable condition.